Manufacturer narrative:
Explant was reported to be due to regurgitation. The tear seen in leaflets 1 and 2 at explant were confirmed. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. In (B)(6) 2018, the patient presented with symptoms of heart failure and echocardiogram revealed aortic regurgitation. Over the following six months, the regurgitation worsened. On (B)(6) 2019, the valve was explanted and replaced with a 21mm medtronic avalus valve. A smaller valve was selected because tissue ingrowth was observed around the annulus. Upon opening the patient's chest, a tear was observed at the commissure bewteen the lcc and rcc. Post-operatively, the patient is reported to be stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Three years ago a 23mm trifecta valve was implanted. During the three-year follow up, echocardiogram revealed aortic regurgitation. Over the following six months, the regurgitation worsened. On 28 march, the valve was explanted and replaced with a 21mm medtronic avalus valve. A smaller valve was selected because tissue ingrowth was observed around the annulus. Upon opening the patient's chest, a tear was observed at the commissure. Post-operatively, the patient is reported to be stable.